Event description:
It was reported that a malfunction alarm occurred. Despite the issue, the customer¿s blood glucose level was 10 mmol/l, which is within a normal range. Customer was able to reset the pump with assistance from technical support, and no recurrence of the issue was observed. The customer was instructed to continue using the pump and to contact support if any further issues arise.